Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 386 mg/dl while wearing the pod between 24 and 36 hours. The patient reported presenting to the emergency room visit for symptoms unrelated to blood glucose; however, she received fluids for elevated blood glucose during medical evaluation. The patient was discharged after 3 hours. Reportedly, the patient replaced their blood glucose monitor sensor, but alleged was only receiving micro doses of insulin with the omnipod system switching to manual mode for 5 minutes. Afterwards, they switched back to auto mode claiming micro doses. Blood glucose readings were still elevated. As treatment, the patient received fluids at the emergency room.